Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the advancement of the plug into the sheath, the tip buckled very easily and the plug became stuck and partially deployed. It was half in and half out of the entry hole of the sheath. The operator removed the whole assembly and held manual compression. The procedure was completed.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested but not provided; weight - requested but not provided; race - requested but not provided.

Event description:
Additional information was received on 5/5/18. The procedure being performed was a mesenteric arteriogram. A 5fr sheath was used for the procedure prior to the use of the angio-seal device. A pre-deployment angiogram was performed. There were no issues with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion of the angio-seal device. Blood loss was reported to be less than 250cc. The patient was reported to be stable, but emergent case. The procedure outcome was reported to be a successful embolization.